Event description:
It was reported that "case was psf t4-l1. The inner bar cracked off while being used in surgery."

Manufacturer narrative:
Investigation has been initiated. Any additional information will be filed as a supplement report.